Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: a review of the black box showed no power issues. Rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms were emitted. No damage was found to the battery compartment. The battery cap was not available for investigation. A test battery cap was used for testing purposes. A test cap secured properly to the pump. The pump was opened to find no damage to the power circuit. (B)(4).